Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 411 mg/dl. Customer had nausea, a hard time seeing and breathing, and a bad migraine. Customer did not contact their health care professional. Customer stated that she will call her doctor now and troubleshoot later. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.